Event description:
It was reported that the left ventricular lead was producing diaphragmatic stimulation. The device was reprogrammed and the lead ele ctronically abandoned until the next follow-up. The patient is enrolled in the system longevity study (sls). It was further reported that the lead was repositioned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2012 (B)(6); 6947 implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead was producing diaphragmatic stimulation. The device was reprogrammed and the lead electronically abandoned until the next follow-up. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.